Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 261 mg/dl. Troubleshoot was conducted and air bubbles were noted at the bottom of the reservoir. The customer had battery alarms. The customer declined to conduct high pressure test. The customer was advised to monitor the device and call back when issues prompt.